Manufacturer narrative:
A ge healthcare service representative proactively replaced the microswitch.

Event description:
During a planned maintenance visit, a ge healthcare service representative noted that the bag/vent switch was not operating as expected.